Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number 1627487-2020-48753. It was reported that during an implant procedure on (B)(6) 2020, the physician was unable to implant leads due to scar tissue. No leads were implanted.